Event description:
A nurse reported that the surgeon could not get any reflux in phaco mode during surgery. When the surgeon depressed the foot pedal, it did not sound like it was "phacoing". There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. Additional info has been requested. (B)(4).